Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Hold smp 9.22material no.: unknown , batch no.: unknown. It was reported by the regulatory agency database that the patient experienced adverse reactions of burning, blistering and drug allergy associated with chlorhexidine. Per source document: multidisciplinary management of pregnancy and labour in a patient with glycogen storage disease type 1a. Bmj case reports. 2021;14(8) on (B)(6) 2021. This spontaneous case was reported in the medical literature by a physician from the (B)(6) and concerns a female patient (unspecified age) who experienced non-serious adverse reactions of burning, blistering and drug allergy associated with chlorhexidine. The patient was treated with chlorhexidine drug (unknown dose) for an unknown indication. The patient had experienced burning , blistering and allergy associated with chlorhexidine.